Event description:
It was reported that the clinic noted an alert on the remote home monitoring system. Boston scientific technical services (ts) reviewed the stored information and noted that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the back of header was cut to remove the rv lead. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full lead insertion in all lead barrels and the setscrews moved freely. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the clinic noted an alert on the remote home monitoring system. Boston scientific technical services (ts) reviewed the stored information and noted that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the ICD remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD was explanted and replaced. During the procedure, the physician was unable to remove the right ventricular (rv) lead from the header of the device. Subsequently bone cutters were used to cut the header off of the ICD and remove the rv lead. The rv lead was able to remain implanted with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinic noted an alert on the remote home monitoring system. Boston scientific technical services (ts) reviewed the stored information and noted that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the ICD remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the ICD was explanted and replaced. During the procedure, the physician was unable to remove the right ventricular (rv) lead from the header of the device. Subsequently bone cutters were used to cut the header off of the ICD and remove the rv lead. The rv lead was able to remain implanted with the new device. No additional adverse patient effects were reported.